Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris pump module smartsite low sorbing infusion set had leakage issues. The following information was provided by the initial reporter: "hello we received an event report of a chemo spill at the filter site..."

Event description:
It was reported bd alaris pump module smartsite low sorbing infusion set had leakage issues. The following information was provided by the initial reporter: "hello we received an event report of a chemo spill at the filter site...".

Manufacturer narrative:
H6: investigation summary: one sample was received for quality investigation. The customer complaint of leakage was verified by investigation. The sample received was first visually examined for cracks and damages to the tubing or components. No issues were discovered during the visual inspection. The infusion set was then primed and a simulated infusion was conducted with the sample at a flow rate of 200 ml/hr. Leakage from the filter vents was noticed during the simulated infusion. A device history record review for model 11532269 lot number 21105505 was performed. The search showed that a total of 15,363 units in 1 lot number was built on 11oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 21105506 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A similar complaint for the same issue has been previously investigated, and the root cause for the issue is that the filter was saturated allowing for fluid to get past the filter vent membrane. Over saturation of the filter can cause the filter to occlude and therefore causing the vents to be saturated causing leakage. The sample was sent to the supplier for further investigation of the filter. H3 other text : see h10.